Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications prior to release. Analysis of the device revealed that the fiber tip does not exhibit signs of usage and breaks/fractures. The fiber is broken within the white tubing at 3 feet and 9 inches from input connector, between the connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing does not exhibit signs of melting at the break. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the device found that the fiber was broken within the white tubing. There were no clinical consequences to the patient.